Event description:
Customer reports moisture under lcd display. Customer states she jumped into a lagoon with insulin pump attached. Customer's blood glucose was 54 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unable to prime unit during prime/a33 test, due to fsr damage by moisture. Traces of corrosion were noted at electronic and motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window.